Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a bariatric sleeve surgery, the patient had about 2000 cc bleeding after transfer to ward. The surgeon performed a re-operation and opened the patient's abdomen, the bleeding stopped but the source of the bleeding part was unidentified. Afterwards, the patient was given a blood transfusion to recover. The surgeon said that the bleeding part could be considered as the port wound and the greater omentum which was treated with the device since the staple line required an additional suture. There was a sealing and end tone heard with no re-grasp alarm. The patient was discharged from the hospital.